Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) along with the competitor¿s right ventricular (rv) lead exhibited noise which was oversensed resulting to 21 inappropriate shocks noted in the remote monitoring system. Additional information from the field representative indicated that the source of the noise was a lead fracture. Further, no pacing inhibition and asystole greater than 2 seconds was noted. A surgical intervention was performed wherein the competitor¿s lead was explanted and the crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.